Event description:
The pt's inr was subtherapeutic (1.1) due to rifampin use, and difficulty monitoring inr. The pt came in with red heart alarms. Recovery demonstrated on echo, explanted lvad, did not exchange or get new pump. Large thrombus noted in pump on explant.